Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 23.0 diopter intraocular lens (iol) was explanted. No additional information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens did not have patient contact. The account commented that there was a loading error. This event has now been determined not to be a reportable event. No further reports will be submitted under this manufacturer report number 2648035-2017-02139. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.